Event description:
During the iliac artery procedure, the sds genesis 8x18mm stent got caught on the terumo sheath (size unknown) and was pushed off the balloon. The stent was pulled back into the sheath before attempting to cross the lesion and the edge of the stent got caught on the sheath tip and dislodged. The stent did not migrate, and was snared while it was against the sheath. There was no patient injury. A new stent was used to complete the procedure without incidence. It was reported that the device had prepped normally and appeared normal prior to used. No additional information was available.

Manufacturer narrative:
Complaint conclusion: while pulling the stent delivery system back into the sheath, the edge of the stent caught on the sheath tip and dislodged. The stent did not migrate and was removed with a snare while it was against the sheath. Negative pressure had been applied to the sds. There was no reported patient injury. The device was not returned for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 14128661 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Action taken: no corrective or preventive action will be taken, given that; with the information provided the reported failure does not appear to be related to the manufacturing process. With the limited amount of information available and without return of the product for analysis or films of the event, it is not possible to draw a clinical conclusion between the device and the event. However, procedural factors may have contributed to the reported event.